Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that patient was on ventilator and cuff continued to lose volume. It was replaced with a new tracheostomy tube. No adverse health outcome resulted from this event.

Manufacturer narrative:
One unit returned for evaluation. Visual inspection revealed scuff/abrasion marks on the tts cuff. Cuff was inflated with 15 cc of air using a syringe to check the inflation behaviour. Cuff inflated partially followed by immediate deflation, indicating presence of a leak. System leak test was carried out by inflating the cuff and submerging completely in water. A leak was detected through a tear in the tts cuff, which was near the scuff marks observed during initial visual inspection. Likely causes of the hole on the cuff are that the device came into contact with a sharp object prior to or during use or improper reprocessing with a sharp wire brush or similar sharp tool resulting in damage to the device. The instructions for use (IFU) instruct to inspect the device thoroughly for signs of damage or wear prior to each use. IFU cautions to guard against product damage by avoiding contact with sharp edges. It also states that during reprocessing, aggressive scrubbing of the tube or use of hard bristled brushes or sharp wire mounted swabs may result in damage to the surface of the tube. Two other similar complaints for this facility were reported. Samples of those two events also found scuff/abrasion marks and tears at the same location as this sample, suggesting this issue may be related to a specific patient or the care provider, however, a definitive root cause of the tear and scuff/abrasion marks could not be identified.